Event description:
The customer reported that insulin pump alarmed while rewinding and insulin squirted out during the manual prime process. The blood glucose reading was 448mg/dl. Troubleshooting was performed, and no damage to the drive support noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube lip, scratched lcd window, broken belt clip slot and scratched case.